Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
It was reported that a premature battery alert was sent for technical services (ts) review. Ts confirmed that this device was exhibiting premature depletion. The device should be replaced and returned for analysis. Therapy delivery was currently unaffected, and the device should be replaced within ninety days. Additional information noted that the device was explanted and expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that a premature battery alert was sent for technical services (ts) review. Ts confirmed that this device was exhibiting premature depletion. The device should be replaced and returned for analysis. Therapy delivery was currently unaffected, and the device should be replaced within ninety days. Additional information noted that the device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
It was reported that a premature battery alert was sent for technical services (ts) review. Ts confirmed that this device was exhibiting premature depletion. The device should be replaced and returned for analysis. Therapy delivery was currently unaffected, and the device should be replaced within ninety days. No adverse patient effects were reported.